Event description:
Procedure: unk. Reportedly, the blade was stuck in the cut mode and could not disengage the blade. Surgeon had to cut away the tissue to release the instrument. There was no reported pt injury.